Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was occluded the following information was received by the initial reporter with the following verbatim: ¿tried to start patient's investigational chemo but the alaris pump kept going off and stated that the "patient side was occluded." Patient's PICC line was flushed multiple times. Changed the alaris pump and that did not work either. The IV tubing set that was used to prime the chemo is dysfunctional. Notified pharmacy and they stated that the y will send a new bag at 2000.¿